Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away due to a severe hypoglycemic event. Per customer's health care provider (hcp), the customer had a history of poor glycemic control and frequent hypoglycemia. At the time of death, customer was not wearing the t:slim pump. Per hcp, the customer had been off the pump for 2-3 weeks. Hcp requested review of the pump from customer's family. Multiple attempts were made by tandem technical support to obtain additional information; however, no additional information was provided.